Event description:
It was reported that when the monitor cart was plugged into the 2800 system, previously saved images were missing and patient data corrupted. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified, erased and reloaded flash, reloaded cal files, and replaced the collimator interface. The system was tested and found to be working as intended and placed back into service.